Event description:
On (B)(6) 2010, pt reported the down button does not respond to press when attempting to deliver a bolus. Up button responds correctly. Complaint was confirmed during troubleshooting call. Pt has used this infusion device for approximately 3 years and delivers approximately 10 boluses per day. Infusion device has not been dropped or exposed to water or insulin ingress. Down button pops up after being pressed. Product was replaced and requested for eval. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue.